Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that during the preparation of the device for use, it was found that the compressor was not working. It was found that the sealing component of the air pump was damaged, causing low pressure alarm. There was no patient involvement. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Based on information provided, the hospital contacted a third-party to repair the device. The issue was resolved by replacing the defective part and the device was delivered to the user in working condition.

Event description:
It was reported that the compressor generated an alarm indicating low pressure. There was no patient involvement. Manufacturer's ref. #: (B)(4).